Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed; however, this complaint appears to be related to a manufacturing issue associated with leak issues. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. One nonconforming material record/exception was generated for the finished good lot to investigate the reported issue in accordance with internal operating procedures. A review of the complaint history revealed 5 other similar incidents. The investigation determined the reported leak appears to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. On (B)(6) 2022 abbott vascular decided to initiate a voluntary field action for this product. Abbott vascular submitted medwatch # 2024168-2022-01831 on (B)(6) 2022 with notification of the voluntary recall, (remedial action initiated). Corrective action has been initiated per site operating procedures. The product will continue to be trended. This action is being taken due to an increase in the complaint trend for reported device code leak/splash, and loose or intermittent connection. 20/30 indeflators are at an increased risk of leaking due to a gap in the hose snap fitting. Stopcocks are at an increased risk of leaking due to a higher tendency for loose connections when not connected properly. The other device referenced is filed under a separate medwatch report number.

Event description:
It was reported that during preparation, the indeflator 20/30 ppak with copilot failed to hold seal. A leak was noted on the external section of the device where the flexible tubing meets the hard plastic housing which connects to the atmosphere reader. Another indeflator was attempted; however, it experienced the same issue. There was no patient involvement and no clinically significant delay in the procedure. A third indeflator was used to successfully complete the procedure. No additional information was provided.